Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced punctured keypad and cracked lcd module. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/27/2019 to present date 01/05/2021, and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for out of specification that was corrected by a replaced part/component, which does not correlate to the customer reported issue.

Event description:
The customer reported cracked screen. There was no patient involvement.